Event description:
It was reported that this pacemaker system was found in safety mode. The plan was to have this device replaced soon. This device remains in service and no adverse patient effects were reported.